Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the failure was contamination on the battery pca. Additionally the charger had a shorted u13 cmos flash microcontroller on the bedside pca shorted q1 current-controlling transistor on the bedside pca, and a shorted d2 diode on the bedside pca. The root cause for the shorted components was the liquid contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a battery charger/modem and reported that it was resetting.